Event description:
Customer reported the system intermittently shuts down or will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. System operates as intended.